Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2316700, model: sc-2316-70, serial: (B)(6), batch: 16371979, UDI: (B)(4). Product family: scs-linear leads upn: m365sc2316700, model: sc-2316-70, serial: (B)(6), batch: 16371979, UDI: (B)(4).

Event description:
It was reported that the patient underwent spinal cord stimulation (scs) removal procedure due to unknown reason. The patient is doing well postoperatively. The explanted device will not be returned. Additional information stated that the patients reason for explant was for MRI.

Event description:
It was reported that the patient underwent spinal cord stimulation (scs) removal procedure due to unknown reason. The patient is doing well postoperatively. The explanted device will not be returned.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2316700. Model: sc-2316-70. Serial: (B)(6). Batch: 16371979. UDI: (B)(4). Product family: scs-linear leads. Upn: m365sc2316700. Model: sc-2316-70. Serial: (B)(6). Batch: 16371979. UDI: (B)(4).